Event description:
A nurse reported that there was poor cutting of the vitrectomy probe at an unknown timing for vitrectomy surgery. The surgery was completed with the same vitrectomy probe. There was no information about the patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).